Event description:
It was reported that a smiths medical pump alarmed "no disposable pump won't run." A few tiny bubbles noted. Patient not affected. Pump settings: res vol 45.6, rate 2.5, given 69.45. No further information available.